Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section for report submission date and b6 to report device evaluation results. Updated d10 for device return date, for awareness date and g7 for report type and follow-up number. Updated h2 for follow-up type, for device evaluation status, method, result and conclusion codes and for device inspection.

Event description:
Per complaint (B)(4), a patient experienced a recurrent infection. Pain and inflammation were also reported. Their dental implant was removed.